Manufacturer narrative:
(B)(4). A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that depuy expedium hardware that was implanted in a posterior thoracolumbar fusion on (B)(6) has experienced some hardware loosening. The surgeon, dr. (B)(6), sent a picture of the patient¿s films and pointed out that 3 of the patient¿s set screws have loosened and now the hardware needs to be revised. Patient consequence? Yes. Patient consequence description: they¿re going to have to be operated on again to revise the hardware to retighten the set screws. Is the information being submitted for this complaint all the details that are known/available regarding this event? Yes.